Manufacturer narrative:
The returned product consisted of the synergy megatron delivery system. A visual inspection showed the following. Hypotube: the device was received in two sections as a result of a break which had occurred in the hypotube. The break was located at 40.5cm distal to the distal end of the strain relief. A visual and tactile examination identified multiple kinks along the distal section of the break. Shaft polymer extrusion: the entire distal extrusion was severely stretched and flattened. As a result, the distal extrusion was stretched down onto the guidewire which prevented the guidewire from being removed from the device. A microscopic inspection showed the following. Hypotube: microscopic examination of the break site found that the break appeared to have resulted from a severe kink in the hypotube. Shaft polymer extrusion: the entire distal extrusion was severely stretched and flattened. As a result, the distal extrusion was stretched down onto the guidewire which prevented the guidewire from being removed from the device. Markerbands: because of the severe stretching along the distal extrusion, the proximal markerband was positioned inside the proximal sleeve of the balloon. The markerband had not detached from the inner lumen preventing the guidewire from being removed from the device. Balloon: an examination of the balloon found that the balloon was bunched. No tears or holes were noted in the balloon material. Stent: the stent had been deployed from the balloon and was not returned for analysis.

Event description:
It was reported that it was difficult to remove the balloon from the stent. A synergy megatron mr ous 5.00 x 12mm was selected for use during a percutaneous coronary intervention. After deployment of the stent and deflation of the balloon, while the physician was attempting to remove the delivery system from the stent it was noted that it had become stuck on the stent. The physician then removed the guidewire and guiding catheter and was able to use another device to expand the stent properly. The patient experienced discomfort and pain, but they have made a full recovery. It was further reported that a shaft break occurred while inside the patient. The physician was able to remove the entirety of the device from the patient.

Event description:
It was reported that it was difficult to remove the balloon from the stent. A synergy megatron mr ous 5.00 x 12mm was selected for use during a percutaneous coronary intervention. After deployment of the stent and deflation of the balloon, while the physician was attempting to remove the delivery system from the stent it was noted that it had become stuck on the stent. The physician then removed the guidewire and guiding catheter and was able to use another device to expand the stent properly. The patient experienced discomfort and pain, but they have made a full recovery.